Event description:
Customer reported via phone call that he has been experiencing high blood glucose all day. Customer's blood glucose value was 388 mg/dl and current level was 481 mg/dl; he treated with a bolus. The customer experienced thirst and urination. The customer believed that the high blood glucose was being caused by an issue with the infusion set he had changed. The customer removed the infusion set and did not find any issues but noticed that the quick release was not clicking as loudly as others. Customer declined troubleshooting. Last blood glucose was 252 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.